Manufacturer narrative:
E1: phone extension (B)(6) two used samples were received for evaluation. Functional testing was able to confirm and duplicate the reported problem. Visual inspection was performed. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause was unable to be established.

Event description:
It was reported that the cassette was leaking. The leak was noticed after addition of saline and drug after airing out the cassette. There was no patient involvement, and no harm/adverse event was reported.